Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. As a result, oversensing was noted. The lead was explanted and replaced with a new rv lead. This lead is no longer in service and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation was not confirmed upon analysis. The complete lead was returned. The set screw marks noted on the terminal pins, one on each. In addition, blood and body fluid was noted in the helix housing. The lead tip and helix have no visible signs od damage or defect which would lead to dislodgement.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.